Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous elevated accutnl above the acute myocardial infarction (ami) cut-off generated by the unicel dxi 800 immunoassay analyzer. The result was submitted out of the laboratory. The sample was repeated and negative result was obtained. Patient results are provided. The customer did not report any issues or concerns in regards to patient or user attributed or connected to this event.

Manufacturer narrative:
The sample was a clear full serum aliquot draw. Qc was performing within qc specifications. Service was not dispatched. A clear root cause can not be determined for this event. Change: from: date of (B)(6) 2010, to: (B)(6) 2010.

Manufacturer narrative:
The sample was a clear full serum aliquot draw. Qc was performing within qc specifications. Service was not dispatched. A clear root cause can not be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous elevated accutni above the acute myocardial infarction (ami) cut-off generated by the unicel dxi 800 immunoassay analyzer. The result was submitted out of the laboratory. The sample was repeated and negative result was obtained. The customer did not report any issues or concerns in regards to patient or user attributed or connected to this event.